Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10433, 1627487-2019-10434, 1627487-2019-10435. It was reported the patient needed to have an MRI to determine the reason the scs system was not providing adequate relief. As such, surgical intervention took place wherein the system was explanted.